Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations with the caller. The consultant provided possible reasons for the high impedance and stated that the out of range shocking impedance alert could be increased.

Event description:
Boston scientific received information that this patient had not been followed in four years. System evaluation identified shocking impedance measurements ranging from 140 ohms to 167 ohms. All other lead diagnostics were within normal limits. A 1.1 joule shock and a 41 joule shock were delivered which resulted in shocking impedance measurements of 97 ohms and 94 ohms. The shocking impedance measurement was 145 ohms post shock delivery. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system continued to exhibit out of range shocking impedance measurements and the system was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection.

Event description:
This supplemental report is being filed to update the investigation conclusion code and additional manufacturing narrative.